Event description:
The customer reported to olympus technical assistance center (tac), that the video system center was getting a b30 error. It was unknown when the issue occurred. There were no reports of patient involvement.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center was getting a b30 error code. Instructed the contact, to try and use multiple 190 series scopes and got the same issue. Then attempted to power off the cv-190 and the clv-190 before trying a different scope, had no other clv-190 to try. Was advised to send the clv-190 in for repair. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the issued occurred during preparation for use.